Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. The blood glucose reading was 567 mg/dl at the time of hospitalization. Caller stated that the customer had stomach virus and he was vomiting and had nausea. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched display window and cracked reservoir tube lip.(B)(4)